Event description:
During an ablation, a smartfreeze cryoablation cable was used. Following the initial cooling procedure on the left superior pulmonary vein (lspv), an error indicating "outside balloon pressure is too high" appeared immediately after inflating the balloon to 31mm. This error persisted upon reinsertion and repetition of the procedure with the cryocable, leading to its replacement before continuing with the process. The device is expected to be returned for analysis. Furthermore, a polarx catheter was selected for use the movement of the diaphragmatic nerve weakened during the cooling of the right inferior pulmonary vein (ripv), leading to the procedure being halted by a double stop. After a brief pause, no recovery was noted, and thus, the procedure was terminated.

Manufacturer narrative:
A conclusion has yet to be established as the investigation is incomplete.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction: event description updated.

Event description:
During an ablation, a polarx catheter was used. Following the initial cooling procedure on the left superior pulmonary vein (lspv), an error indicating "outside balloon pressure is too high" appeared immediately after inflating the balloon to 31mm. This error persisted upon reinsertion and repetition of the procedure with the cryocable, leading to its replacement before continuing with the process. The device is expected to be returned for analysis. Furthermore, a polarx catheter was selected for use the movement of the diaphragmatic nerve weakened during the cooling of the right inferior pulmonary vein (ripv), leading to the procedure being halted by a double stop. After a brief pause, no recovery was noted, and thus, the procedure was terminated. Additional information was received that clarified the phrenic nerve palsy resolved in 1-2 hours. The procedure was completed without further complications.